Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06899. It was reported, the pt underwent surgical intervention and his scs leads were explanted due to one of the leads eroding through the skin and the site appeared infected. The physician chose not to explant the scs ipg; however, as a precaution the physician moved the ipg to a different location to the right of the chest wall. The pt was treated with oral antibiotics. No additional info is available at this time.